Event description:
During a surgical procedure metal flakes fell off into the pt. The flakes were retrieved by the surgeon without any injury to the pt. All devices used were also replaced to finish the procedure which was extended about half hour.

Manufacturer narrative:
Cannot confirm customer stated problem, the unit functions as intended. No missing material was found, the distal end of the tube has normal wear of ding and dents. Product appears to show normal wear and tear, no further action is required.